Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had a stim device put in ten years prior to report and she either did not like it or it was ¿not working¿ and so she had the implantable neurostimulator (ins) taken out. However, the patient stated the leads were left in. It was noted that the patient wanted another implantable neurostimulator (ins). It was noted that the plan was to test the leads and if they were ¿not good¿ he was going to put in new leads. The caller did not have any information on why the stim was taken out specifically. The manufacturer representative was made aware the week prior to (B)(6) 2014. It was noted that the manufacturer representative would call the patient back and acquire further details. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4). Unchecked intervention. There was no intervention related to a medtronic device or therapy. There was no serious injury related to a medtronic device or therapy.

Event description:
Additional information received reported that after further investigation the patient was found to have a (B)(4) system. It was noted that it was not medtronic. It was noted that the system was not explained but merely at end of service (eos) and not functioning.